Manufacturer narrative:
(B)(4).

Event description:
It was reported that ventricular undersensing was observed on the ventricular channel. Patient was syncopal and has a long history of qt syndrome. Patient had received an appropriate shock that failed to convert the rhythm. Programming changes were recommended but the physician elected to make their own changes. Patient is currently hospitalized in stable condition.